Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the instrument does not fully compress and spring becomes caught between the upper and lower plates upon compression. This causes one side of the upper plate to sit higher than the other until enough force is applied to 'click' the spring down. On visual inspection, the springs appear to be warped.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
B)(4). Investigation summary ==> examination of the device confirmed the failure mode as reported. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the DHR was reviewed for this lot. There were no nonconformances or other issues noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.